Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced into the left atrium. However, there was not enough height and the atrial septal defect (asd) was noted to be larger. Therefore, the devices were removed and a non-abbott device was used to close the asd. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.